Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; but remained functional. Reportedly, the reason for the cracked screen was unknown. In addition, it was reported that portions of the pump touchscreen were black and unreadable. Customer¿s blood glucose was 213 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.